Manufacturer narrative:
The device log file was provided for manufacturer analysis. The logged entries show that the safety software of the device detected a significant difference in expiratory and inspiratory pressure on (B)(6) 2020 at 1:41 pm. Consequently the alarm messages "pressure measurement inaccurate," "device failure," "replace ventilation unit. Call dräger service" were posted by the device in combination with an audible alarm. Following also the alarm message "o2 measurement failed" was raised. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying alarm messages and a pressure release of the pneumatic system as a safety measure. Furthermore, the safety valve would open to ambient allowing the patient for spontaneous breathing. The root cause was identified to be a faulty expiratory valve. A replacement of the suspected part on site solved the reported issue. A subsequent test as per manufacturer specifications was passed without any deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for o2 measurement failure, device failure and "call draeger service." The ventilator was replaced. No patient consequences reported.